Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found a complete break to the butt joint. However, the inner guidewire lumen was still intact. Therefore, the investigation is confirmed for a break. It is likely that the user perceived the break as a detachment; no detachments were noted. The balloon was returned stuck in the sheath, with buckling noted to the sheath and damage noted to the sheath tip. Additionally, the catheter shaft was found to be twisted and the guidewire lumen was found to be stretched proximal to the bifurcate. Based on the damage to the shaft, and the damage to the sheath, the investigation is confirmed for sheath-related retraction issues. Based on the returned sample condition, the break at the butt joint likely originated by the excessive force applied to the device during withdrawal. However, the definitive root cause for the retraction issue could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. (B)(4).

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon catheter allegedly got stuck and could not be retracted through the 6fr sheath. Reportedly, the balloon material started to detach from the catheter. It was further reported that the balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon catheter allegedly got stuck and could not be retracted through the 6fr sheath. Reportedly, the balloon material started to detach from the catheter. It was further reported that the balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury.